Manufacturer narrative:
On 13 february 2017 the r&d project manager performed a preliminary investigation and commented as follows: the failure of coupling issue seems to be related to an incorrect coupling activity during the surgery. Batch review performed on 28 february 2017. Lot 130448: (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 6 right, code 02.07.1206r, lot. 145583 (k090988) batch review performed on 01 march 2017: (B)(4) items manufactured and released on 22 march 2013. Expiration date: 2018-02-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a revision surgery ((B)(4)), the size 6/10mm uc insert would not seat properly. The surgeon used a secondary insert. The surgery was completed successfully. The subject device is not available.